Event description:
This patient is in the list of the field safety notice on (B)(6)? The device has been interrogated and the impedance of the battery impedance was higher than 0.5 kohm but the inflection was not reached. The next follow up on (B)(6) 2023. The patient is not pacing dependent.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.